Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that scale marking issue occurred before use with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter, "I would like to report 3 new complaints (2 customers + 1 internally), following quality problems detected on your bd syringes for the following reasons: cat# 301073. 8240729- the 3 ml syringe has fuzzy and very low graduations on the syringe; the syringe is unreadable and unusable 1 pcs . 8166581 - the graduation of the syringe starts from 2 ml (no graduation before)1 pcs."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8240729, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-28. Medical device lot #: 8166581, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-15. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred before use with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter, "I would like to report 3 new complaints (2 customers + 1 internally), following quality problems detected on your bd syringes for the following reasons: cat# 301073. 8240729- the 3 ml syringe has fuzzy and very low graduations on the syringe; the syringe is unreadable and unusable 1 pcs. 8166581 - the graduation of the syringe starts from 2 ml (no graduation before)1 pcs."